Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an iliac aneurysm with the afx abdominal aortic aneurysm stent. Approximately five (5) years post initial procedure, a new focal saccular (aneurysm) growth of 4cm developed below the renals and above the bifurcated device, which was detected during routine follow-up cta. The physician will continue to monitor the patient who is reportedly in good condition. There have been no additional patient sequelae reported.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and no response was received. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Device iteration is afx with strata.

Event description:
Additional information received confirming that the physician elected to treat the patient by relining with an infrarenal afx device on (B)(6) 2019.